Event description:
It was reported that the instrument accessory curved cannula was coming in at the wrong angle during a da vinci cholecystectomy procedure. The cannula was removed, examined and noted that the shaft was rotated. The shaft was moved around and the shaft separated from the base. The cannula was exchanged for a backup and the planned procedure was completed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.